Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak: case (B)(4). Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that the appliance cracked under the lower left button at night. The patient clenches. The one that cracked was the tight fit. The device was delivered to the patient and was first used on (B)(6) 2026. The incident occurred on (B)(6) 2026. The patient reported the issue on (B)(6) 2026 and stopped using the device on (B)(6) 2026. The patient didn't suffer any permanent harm/injury, and no medical intervention was required. The patient cleaned and stored the device as per the device's instructions for use (foam cleaner).